Event description:
It was reported that the insertable cardiac monitor (icm) was experiencing premature battery depletion. Engineering analysis confirmed the battery depletion started depleting suddenly and reached the replacement date on (B)(6). The icm was explanted and returned for analysis. No other device was implanted for monitoring. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was experiencing premature battery depletion. Engineering analysis confirmed the battery depletion started depleting suddenly and reached the replacement date on october 6. The icm was explanted and returned for analysis. No other device was implanted for monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was returned and product analysis was performed. The reported event of premature battery depletion was confirmed and the returned device investigation found that the battery was depleting irregularly and faster than expected, however no cause could be established. As a result, evaluation conclusion code "cause not established" was selected.